Event description:
The customer reports during the injection process, the spiral mouth of the syringe was disconnected, and the product could not be used. There was no injury to the patient and a new device was used to complete the procedure.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. Photos were provided by the customer and it appears there is a break/damage on the spiral mouth of the syringe. The actual device was not returned and packaging was opened, therefore, the root cause cannot be determined. The complaint is not confirmed . The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. This complaint will be used to trend for similar complaints.